Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, a manufacturing record evaluation was performed for the finished 30523442m device, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Both side pvi was completed, when procedure was ended, bs echo confirmed pericardial effusion, drainage was performed. The procedure was ended when the event was found. Since it was mild, there was no problem in the course after drainage. The physician commented that there was a scene where cf was strongly applied during rpv ablation, which may be the cause. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event: procedure. The physician commented that there was a scene where contact force was intensified during rpv ablation, so this might be the cause. The event required medical or surgical intervention: cardiac drainage was performed. The patient was reported as fully recovered. Prior to noting the CT ablation was performed. There was no evidence of steam pop. The event occurred: after ablation procedure completed. It was not reported that there was any error message observed. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.